Event description:
International affiliate reports the subject valve was implanted in 2002 and it was noted that a catheter that was explanted at that time had considerable granulation attached. The following month it was found that the patient's ventricle had not been reduced despite a change in the valve setting and the apparent flow of cerebrospinal fluid. Due to the patient's history of multiple granulations around the distal catheter and left side of the abdominal cavity, the valve was explanted the following day and a new valve was implanted in the right side.